Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the surgeon noticed a pin was sticking out of the small grasping retractor. The procedure was completed with a backup instrument, with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The small grasping retractor instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged cable crimp to be related to the customer reported complaint. The instrument was found to have a dislodged grip cable crimp. The instrument was found to have the cable crimp outside of its original position.